Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, the lead perforated the ventricle. The physician stated the event occurred due to the anatomy of the patient. The procedure was stopped and no other lead was implanted.